Event description:
While attempting to cardovert a pt the device displayed a "pacer fault 116". Clnician obtained another device and was able to cardiovert the pt. There was no adverse effect to the pt due to the reported malfunction.